Event description:
Pt felt a crack and had pain in left femoral area in 2003. Seen in ed and admitted with fractured femur with a fractured rod. Surgery done 2 days later to remove the rod and repair the fractures.